Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications due to high readings.

Event description:
The customer reported high blood glucose. The blood glucose reading was 479 mg/dl at the time of the event. The unit also had a calibration alert. After troubleshooting, it was found that the sensor may be malfunctioning. No further information was provided.